Event description:
Reporter stated the customer experienced hyperglycemia on (B)(6) 2014 and was unable to lower it by delivering insulin via the infusion device. He was positive for ketones and went to the hospital, and his blood glucose was 490 mg/dl. He was treated with an insulin IV, and his blood glucose decreased to 87 mg/dl in the morning on (B)(6) 2014. He restarted the infusion device, and his blood glucose increased to 305 mg/dl at 10:00 a.m. And 412 mg/dl at 12:30 p.m. Despite delivering insulin. The staff believe the insulin delivery is inaccurate. The alleged products were requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).